Manufacturer narrative:
Device evaluation summary of received photo returned on (B)(6) 2020: according to the information received, the patient developed capsular contracture. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction revision surgery with a 425cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/20/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).